Event description:
Clinic notes were received from a patient¿s visit on (B)(6) 2018 providing that the vns device had high lead impedance. The patient felt nothing with the magnet test. The patient reports she can no longer feel the vns firing the way she was previously able to do so, and was referred for revision surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
It was later reported that the patient had many medical complications with falls and that the device was not able to be checked until the high impedance was observed as previously reported. The physician stated that he disabled the device until the patient was stable enough to received treatment.